Event description:
Dealer was called out to the end user alleging that the seat upholstery was not staying flat, it was drooping on a trsx5 wheelchair. When dealer went out they found that the hardware for the cross brace was snapped off.